Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent mitral valve replacement (mvr) via median sternotomy with concomitant posterior wall encircling ablation. Information presented indicates that previously unrecognized amyloid scarring was present along the dome of the left atrium. During application of radiofrequency (rf) energy, an injury to left atrium occurred in the area of scarring. The injury was unable to be successfully repaired, and the patient expired.there is no reported device malfunction and the event was the result of a procedural complication.